Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that following implant, a device interrogation revealed failure to capture with the left ventricular lead. The lead was repositioned. No further patient complications have been reported as a result of this event.